Manufacturer narrative:
Product analysis: it was determined at analysis that the atrial and ventricle patient connectors were broken. The hanger assembly was worn, and the battery voltage was depleted. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the case of the external pulse generator (epg) was broken. The epg was returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.